Event description:
Noise can be seen on iegms on hmsc as far back as dec-2022. Pacing impedance has trended up since around apr-2023. Capture control has been unable to run since dec-2022. The patient did not report any procedures, falls etc. Physician is deciding on a course of action. Lead currently remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.